Event description:
The complaint was reported as: the customer alleges that the device does not produce a mist properly. It is unknown if the malfunction occurred during patient use. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02d1300732 of material 41894 was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint report. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. If the defective sample becomes available, this investigation will be updated with the evaluation results.